Manufacturer narrative:
Alleged failure: failed insulation test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, improper sterilization methods, or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation was damaged.